Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, blood was introduced to the lumen of the pacing lead and therefore, a stylet could not advance into the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned, the stylet was not returned with the lead. A fresh 14-58 gray stylet was inserted into the lead and came to a blood occlusion at 3.2 cm. If information is provided in the future, a supplemental report will be issued.